Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure under general anesthesia performed on (B)(6) 2023 for treatment of bile duct stones with associated cholecystitis. During the procedure, as the physician was attempting to intubate, the physician felt resistance to the passage of the scope which persisted even after the physician made adjustments. The physician reported that the patient had a tough anatomy with a short and twisted neck. The exalt scope was removed and a reusable scope was passed. A perforation was observed in the oropharynx. The physician stated that the perforation was higher in the posterior oropharyngeal wall and not near the upper esophageal sphincter (ues). Subsequently, a nasogastric (ng) tube was placed that repeatedly went into the perforation tract but eventually advanced into the stomach. The ercp was not able to be completed as a result of this event. A virtual consult was obtained with an otolaryngologist and no additional intervention was recommended. It was reported that the perforation was treated with surgery. The patient was already on antibiotics. The patient was reported to be doing well and will undergo imaging. Due to an underlying stroke, they had been nil per os (npo) and will be maintained npo until the swallow function returns. As per the physician, the scope does feel somewhat stiff and different. However, the physician stated that other patient-related factors could have contributed, like the patient's anatomy and short neck. He also mentioned that there had been unsuccessful attempts to pass an ng tube on the medical floor. He believes that the scope passage may have exacerbated an underlying trauma from placement of the ng tube.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e1022 captures the reportable event of perforation of the esophagus. Block h9 (correction/removal reporting #) on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information.